Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5100041.

Event description:
It was reported that the patient was not getting adequate pain relief due to high impedances and lead migration. Two contacts were out on the leads. The patient underwent a revision procedure wherein the leads were repositioned to its original placement and remains implanted. The patient was doing well and was successfully programmed postoperatively.